Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving lioresal (2,000 mcg/ml, 449 mcg/day) via an implantable pump for intractable spasticity. Information received reported the patient had a hole in their spinal incision scar that would not close. The healthcare professional (hcp) feared infection as the patient was acting more irritable. The environmental, external, or patient factors that may have led or contributed to the issue was "tissue not healing". A prior catheter study was normal. On (B)(6) 2019, a catheter revision occurred. Upon opening the pocket, there was no sign of infection. The hcp decided to replace the entire catheter. The issue was resolved at the time of this report. The patient's status was alive - no injury.